Event description:
Device 1 of 3. Reference MFR report: 1627487-2014-23490; 1627487-2014-23491. The patient has 4 leads (2 model 3166 leads from the same lot) implanted as part of her scs system. It was reported the patient is experiencing soreness at the lead site with stimulation turned on and turned off. It was also reported the patient's right supraorbital (off label use) lead is pulling. Subsequently, the patient will undergo surgical intervention at a later date to address the reported issue.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.